Event description:
It was reported that "a syringe that broke during a procedure." The picture shared by the customer shows a syringe flange broken. Multiple attempts to obtain additional information from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
Qn#(B)(4).